Event description:
Psa notes: mechanical ventilator expiratory valve malfunction. Respiratory rate not measuring correctly. Multiple attempts to recalibrate and used different circuit as well while recalibrating. Pt had to be hand bagged ventilated with flow inflating bag during whole transport to (B)(6) picu.